Event description:
It was reported that the tip of inserter broke off in the screw. There was a spare instrument in the case and it functioned properly. Surgery time did not extend more than 10 minutes due to the incident. Surgery was completed. Additional anesthesia was not administered due to the incident. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.